Manufacturer narrative:
It has not been communicated by the distributor if the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor stryker orthopaedics. Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure on a (B)(6) year old female patient that while impacting the cup, the offset cup impactor broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The drive chain was fractured at the joint. Visual examination of the complaint sample found that the hole in the center block of the joint is bent where the pin was forced from the hole and the forks are slightly bent in the outward direction. This device failed due to a fracture problem. A manufacturing review was performed and there were no discrepancies found. No further investigation required.